Event description:
It was reported to baxter canada that when the customer first started the cycler, the bag would not drain or fill. The patient changed bags and the issue was resolved. The patient was connected. There was patient involvement; however there was no patient injury. The date of the event is unknown. The patient did not have any additional information.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. Users are warned not to reconnect disconnected solution bags during peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.